Event description:
Reporter alleged the customer obtained discrepant blood glucose result of 73 mg/dl back to back with a result of 258 mg/dl when testing was performed less than 10 minutes apart on the compact system. Reporter indicated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. The suspect product was not returned to the MFR for eval.